Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call of occlusion and high readings from the reservoir. The customer's blood glucose reading was 500 mg/dl. The customer treated with the pump. The customer had symptoms such as thirst. The customer mentioned that he received motor error and no delivery. The customer reported event to be resolved by reservoir change. The reservoir will not be returned for analysis.